Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient presented in the clinic for a generator changeout. The patient's right ventricular lead had a history of sensing noise. An insulation breach was noted on the lead during the procedure. The lead was capped and replaced. The patient was in stable condition.